Event description:
It was reported that the patient underwent heart transplantation. Whether the outcome was device or therapy related was not provided.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.